Event description:
During routine hysteroscopy - it was noted and md aware of a fluid deficit. (Fluid management system in use) since unable to determine deficit laparoscopic procedure was completed. No injury noted, discharged home later that day. Equipment brought in by sales rep. Dur biomed - evaluated prior to procedure and found to be in working order. Sent back with sales rep. Possible issue: during calibration at bedside.